Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The needle exits the cannula during insertion into the vein and leaks blood from under the cannula when did the incident occur? During use it was reported that the needle exits the cannula during insertion into the vein and leaks blood from under the cannula without the needle being removed.